Event description:
It was reported that prior to procedure the probe was successfully attached but not functioning. The procedure was completed with the backup product there was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis observed that the probe, handle, and a portion of the pouch were placed in a resealable bag and returned in an original packaging carton. One side of the packaging carton was damaged, and the probe was inserted into a handle when returned. There was no damage noted in the construction of the probe or the handle. There was no contamination observed on the returned device. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms, and the actual measurement was 0.29 ohms which was in specification. The device was connected to a nim system using a 1.0ma stimulating current and 100 v threshold and, while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200 v. There were no issues found during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: codes b01, c19 and d1102 were updated in this report. The previously submitted codes b17, c20 and d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.